Event description:
It was reported that the device reached elective replacement indicator in less than 4 years likely due to high left ventricular (lv) lead thresholds. The lv lead developed exit block. The lead and device were both explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity. (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found.